Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited loss of capture (loc) on this right ventricular (rv) channel. The patient's heart rate was at 40bpm. Technical services (ts) reviewed the presenting and stated there appeared to be frequent premature ventricular contraction (pvc), however the intrinsic r-waves march out at 1600ms, which could be an underlying patient's rhythm. Ts recommended to have seen the patient in clinic for threshold evaluation. This rv lead remains in service. No adverse patient effects were reported.